Event description:
The customer reported that she went to the hosp and was admitted with diabetic ketoacidosis (dka). She was treated with an insulin drip. The pod was discarded at the hosp.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.